Manufacturer narrative:
The subject device was returned and evaluated. The reported error code e333 was not confirmed. The touch panel worked without producing the e333 error code. Visual inspection of the device did not reveal any abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
The customer reported to olympus that the visera elite ii video system center produced error code e333 which signifies a touch panel failure. The issue was discovered during pre-inspection for a laparoscopic procedure. The error cleared after a reboot and the same device was used to complete the procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.